Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Event description:
It was reported that an alarm was confirmed by telemetry due to zero ml reservoir volume reached, but no alarm was heard. The patient went to their healthcare provider (hcp) office the day prior to the report with no complaints of withdrawal, but they did have worse pain for approximately one week (but not excruciatingly worse). The pump was interrogated, and it showed a low/empty reservoir alarm had occurred. The hcp was concerned because the session data report they had on file showed the low reservoir alarm date at (B)(6) 2014. Review of the pump logs from the initial report from (B)(6) 2014 showed that the dose per day was 2.954 mg/day, and updated at 12:26. The second report from the date prior to the report showed the last change was (B)(6) 2014 at 13:13 and the dose per day was 3.248 mg/day; therefore, it appeared that the pump was updated twice on (B)(6) 2014. It was noted that the logs had not been read the day prior to the report. Elective replacement indicator (eri) was reportedly coming up; therefore, the pump was due to be replaced next week. The pump system was being used to infuse morphine (10 mg/ml). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. Additional information was received and it was indicated that the patient was refilled and was doing fine, per physician assistant (pa). Additional information was received and it was indicated that the cause of the event was believed to be due to a dose change and it was not properly documented.